Manufacturer narrative:
(B)(4). Batch # m5605d. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the device locked out and then the ¿metal piece¿ was discovered after unloading the cartridge; which is believed to be the cartridge pan. The cartridge was discarded, but the device is returning with the metal piece. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler did not fire correctly and a metal piece was sticking up in the cartridge area when the used cartridge was removed. The case was completed using another device of the same product code. There were no patient consequences reported.